Event description:
It was reported that as the pt was being transferred to a stretcher, bleeding was noted from the pt's right neck in the area of the catheter. Upon examination, it was found that the catheter had separated at the hub area, with the hub still sutured to the pt. The catheter body was protruding from the skin and was promptly removed. There were no further complications.